Event description:
It was reported to medtronic neurosurgery that an unknown number of becker ii edms devices were found to be broken at the drainage bag luer connection.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
It was later identified that these events have already been reported to medtronic neurosurgery. Therefore, this is not a new event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.